Event description:
The needle end of the syringe was not smooth. Had a 'bump'. Pt could not inject using the needle as the needle would get stuck at the point of contact with the skin and the 'pump' on the needle.